Event description:
It was reported that the during atfl repair, after anchor deployed, the surgeon pulled off a shaft, he felt like the suture was stuck, therefore, it could not be pulled off. No patient injury was reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was no relationship found between the device and the reported incident. The visual inspection shows the returned device was received deployed, and the implant was inside the shaft and broken. There were no manufacturing abnormalities visually observed. No sutures were returned with the instrument. The device is a single used device and could not be functional tested. The complaint was not verified. From the information provided, the anchor did not deploy fully. The q fix anchor was pulled out of the hole. The root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: bone quality. Drilled bone hole size. Poor bone quality or oversized drilled bone hole can result in damage to the device and device failure. The instruction for use (IFU) were reviewed and found the following statements to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Pathological changes in the affected soft tissues, which would prevent secure fixation. Insufficient quality or quantity of bone, inadequate bone stock or comminuted bone surface(s) which would compromise secure fixation of the implant. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.